Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075169): event description per mw report: total knee failure, global tibia loosened first. Additional information has been requested. File will be updated when information is received. All med watch submissions relate to this report are: 9610612-2018-00155.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nr079z / as columbus rev f tib.offset cement.t5. Nr061z / as columbus tib.hemi-sp.t5 10mm rm/ll. Nr261z / as columbus tib.hemi-sp.t5 10mm rl/lm. Nr150m / columbus rev f mc glid.surf.t5 10mm. Nr188z / as tibia offset stem d18x132 cementless. Brand name: as columbus rev f tib.offset cement.t5. Model and catalog # nr079z. Expiration date:11/01/2017. Concomitant medical products: added components. Age of the device: 4 years. PMA/510k: k101281.

Event description:
Components in use listed as concomitant devices are: nr079z / as columbus rev f tib.offset cement.t5. Nr061z / as columbus tib.hemi-sp.t5 10mm rm/ll. Nr261z / as columbus tib.hemi-sp.t5 10mm rl/lm. Nr150m / columbus rev f mc glid.surf.t5 10mm. Nr188z / as tibia offset stem d18x132 cementless.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the available lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available and therefore an analysis is not possible but we assume based on the information available, the root cause of this failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. No CAPA is necessary.